Manufacturer narrative:
Product event summary: the driveline cable associated with the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed discoloration of the outer sheath of the driveline cable, thus confirming the reported event. Based on historical review of similar events, a possible root cause of the reported event may be attributed to multiple factors including, but not limited to, design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received visual evidence due to the ventricular assist device (vad) driveline exhibiting very dark discoloration. The patient reports using alcohol to clean the driveline daily. The vad driveline subsequently tested out of specification during manufacturer's analysis. The vad driveline remains in use. No patient complications have been reported as a result of this event.